Manufacturer narrative:
(B)(4). No adverse patient outcome resulted and it was not absolute that the piece of green material was from the reload.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after firing the reload a small piece of what appeared to be green plastic from the cartridge was on the remnant stomach. The surgeon removed the small piece with a grasper and completed the case with no further issue. The same device and additional reloads were used to complete the case. There were no adverse consequences for the patient.